Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, at regular fu the patient presented with a error message "end of service" despite residual longevity of 7 months. Patient was hospitalized for supervision. The software 3.06 was not yet installed. Preliminary analysis revealed that the reported behavior resulted from an inappropriate software management.

Manufacturer narrative:
Please refer to the analysis report attached.

Event description:
At regular fu the patient presented with a error message "end of service" despite residual longevity of 7 months. Patient was hospitalized for supervision. The software 3.06 was not yet installed. It is planned to perform the installation and interrogation of the device on 25/02/2022.